Event description:
Information was received indicating that a smiths medical cadd solis vip pump, exhibited cassette not attached properly error. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.